Event description:
It was reported that during a procedure for prolapse and hemorrhoids procedure, the device misfired. The staple line did not form completely. The surgeon hand sewed to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.